Event description:
It was reported that on (B)(6) 2010 the patient underwent a l3-4, l4-5, l5-s1 left-sided transforaminal posterior interbody spinal fusion using rhbmp-2/acs. On (B)(6) 2010 the patient underwent an l3-4 transforaminal posterior interbody spinal fusion using rhbmp-2/acs. At an unknown time post-op, imaging studies reportedly showed that the patient had developed uncontrolled bone growth and resulting nerve compression at the implant site. The patient has chronic pain, radiculitis, emotional distress and mental anguish.

Event description:
It was reported that on (B)(6) 2010, the patient underwent following procedure: exploration od spinal fusion l3-4; removal of pedicle instrumentation l3, 4, 5 and s1; removal of intradiscal anterior interbody implant at l3-4; transforaminal posterior interbody fusion left l3-4; cage instrumentation l3-4; pedicle instrumentation l3, 4, 5, s1 left ; intra-op fluoroscopy; local harvesting of cancellous autologous bone; for pre-op diagnosis of: status post l3, 4, 5 and s1 posterior spinal fusion with instrumentation; disruption and loss of structural stabilization of the intradiscal implant at l3-4 level; severe osteoporosis; spinal curve; gait disturbance; lumbar radiculopathy; lumbar myelopathy and spinal curve. As per op-notes: ".. We then placed bmp and cancellous autologous bone locally harvested in the intradiscal space followed by a large interbody implant at the l3-4 level and embedded it securely. Then supplemented the posterior fusion by placing bmp cancellous autologous bone posterior aspect transverse process of l304 on the left side with augment the fusion as well.. No complications were reported.."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.